Manufacturer narrative:
Approximately 4 days after having a vena cava filter deployed it was reported that the filter had migrated to just below the patients right atrium. The filter was successfully retrieved, although with some difficulty by forcibly pulling it out of the patient, at which time the barbs of the filter were noted to have broken off. The location of the barbs is unknown. There is no reported patient injury to date. The account believes the patient took a deep breath, which caused his vena cava to expand, allowing the filter to migrate. No films are available, and the product has been discarded. One non-sterile trapease filter and a unknown snare were returned for analysis inside a plastic bag on (B)(6) 2011. Dry blood was found on the filter. The filter presents five missing barbs on one side, whilst the other side presented all six barbs in their original positions. The unit was sent to sem analysis to analyze to possible barbs fracture on the filter. Results showed that the five missing barbs places presented evidence of fracture which suggests that the five barbs in their appropriate position at one time. The fracture surfaces presented evidence of cracking; moreover the fracture surface presented evidence of ductile dimples which could be related to a tensile overload, however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The reported event as well the sem analysis was sent to the filter supplier (ndc). The filter supplier investigation concludes the next. From the event description and sem analysis, it is not apparent that there was a problem with the trapease filter. Also, the trapease filter is not meant to be retrieved; it is a permanent implant. Because it was retrieved in this instance, most likely the barbs could not withstand the amount of tension subjected to them and therefore broke off from the filter. The DHR review could not be performed since the lot number was not provided. The fractured barbs reported by the customer was confirmed. However, the cause of the fracture in the barbs could not be determined during the investigation performed by cordis and the filter supplier (ndc). Procedural or clinical factors might have impacted the event. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Although the account notes that possible patient factors were responsible for the event there is not enough information to draw a definitive clinical conclusion between the device and the reported migration. It is possible that by forcibly pulling the device out of the patient resulted in fracture of the barbs as they were pulled into or through the sheath. Procedural factors may have been responsible for the reported event.

Manufacturer narrative:
Approximately 4 days after having a vena cava filter deployed, it was reported that the filter had migrated to just below the patient's right atrium. The filter was successfully retrieved, although with some difficulty by forcibly pulling it out of the patient, at which time the barbs of the filter were noted to have broken off. The location of the barbs is unknown. There is no reported patient injury to date. The account believes the patient took a deep breath, which caused his vena cava to expand, allowing the filter to migrate. No films are available, and the product has been discarded. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Although the account notes that possible patient factors were responsible for the event there is not enough information to draw a definitive clinical conclusion between the device and the reported migration. It is possible that by forcibly pulling the device out of the patient resulted in fracture of the barbs as they were pulled into or through the sheath. Procedural factors may have been responsible for the reported event.

Event description:
The trapease pvcf filter migrated while in the patient, to just below the right atrium. The filter was successfully retrieved, and the barbs of the filter were noted to have broken off after retrieval. The patient was a large male who was on anti-coagulation. The indication for the filter placement was dvt. The size of the patient's vena cava was estimated. The filter was implanted on (B)(6) 2011, and was found to have migrated to just below the right atrium on (B)(6) 2011. They were able to retrieve the filter by forcibly pulling it out of the patient, and that is the reason the barbs were broken off per the site. The location of the barbs that broke off is unknown. The account believes the patient took a deep breath, which caused his vena cava to expand, allowing the filter to migrate. No films are available, and the product has been discarded.